Event description:
Unable to deflate balloon.

Manufacturer narrative:
Based on available information, this event is deemed a reportable malfunction. The device did not perform as intended during removal. If the balloon fails to deflate in use, it is common practice to cut through the inflation line to deflate the balloon. However if that fails, a 45 ml inflated balloon can be pulled out with minimal to no tissue damage because of the large dilatation capacity of the anal canal. No injury to the patient was reported. It is unknown if this was on test inflation or if fecal management system had been inserted into the end user. Reporter attempted to follow-up but, did not provide any additional incident information and no additional information has been provided to date.